Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump stopped working. She said that she received a low battery alert the other day, changed the battery and about 30 minutes later the low battery alert occurred again. The customer changed the battery again and said the pump worked for only part of the day and several alarms occurred. During pump error alarm troubleshooting, the customer¿s blood glucose was unknown. She said that her pump had been without a battery for about less than 8 hours. She said that the pump error had occurred about a month and a half prior and had been exposed to moisture. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert noted during testing or in the pump trace download. No pump error 23 during testing. No moisture damage found inside the pump.